Event description:
It was reported that the device had a power on reset occur after radiation therapy. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, addr=1588, data=2 on (B)(4) 2012 08:53:44. 1 - patient alert for por on (B)(4) 2012 07:53:44.